Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sealing of sterilization package discolored. So dr. Worried about product's sterilization. Dr. Used spare. Dr. Wants to check whether sterilization kept or not.

Manufacturer narrative:
The reported incident that drill 3.6mmx122mm, ao fitting was alleged of issue s-130 (contamination of the packaging) could not be confirmed based upon the product received. Based on investigation, the root cause may be attributed to a user related issue. The failure may be caused by rough handling of the package which resulted in discoloration of the sealing at one end. Although the sealing was intact and chances of contamination to the product was nil. Therefore, no nc has been raised. The device inspection revealed the following: visual inspection: inspection was done and the package was found discolored. The sealing was ok and there was no possibility of product contamination. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: due to the nature of the complaint, a functional inspection was not considered necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15011 rev m 06-2015 instruments IFU ot-IFU-152) was reviewed: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with'' . No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Sealing of sterilization package discolored. So dr. Worried about product's sterilization. Dr. Used spare. Dr. Wants to check whether sterilization kept or not.